Event description:
It has been reported to philips that error_fluostr-imageds was received from the system, which impacts imaging. There was no reported patient or user harm. It is unknown if the device was in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, there was no customer report of any issue with the system. The system sent a remote alert regarding the unavailability of saving images on the system. This issue was already being addressed by a philips service engineer, as the customer had previously reported a problem with saving images in the subsequent case (pr 4224373, source case# 0122873170). The fse replaced the disk and recreated the database in the subsequent case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.